Event description:
It was reported the pacemaker had a power on reset that was reprogrammed by performing an auto guided restore. The battery status on the device was aging so the physician decided to remove and replace the pacemaker. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.